Event description:
The MFR received info alleging a bipap c-series s/t went inoperative on (B)(6) 2012 and a replacement device was not made available to the pt until (B)(6) 2012. The pt reportedly expired on (B)(6) 2012. The device has yet to be returned to the MFR for eval. A f/u report will be submitted when the investigation is complete.